Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was given glucose tablets and glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer alleged the pump was over delivering. Troubleshooting was not completed as the customer declined. The customer stated the pump retainer ring was broken, but the reservoir was able to lock in place. The insulin pump will be returned for analysis.